Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure was able to confirm the customer's reported issue. Bench testing revealed a damaged fan assembly. The fan assembly was replaced and the reported issue was resolved.

Event description:
It was reported to vyaire that the lap top ventilator 1200 mr was 3 feet from the MRI machine and got sucking into the machine. The customer confirmed that there was no patient involvement associated with the reported issue.